Manufacturer narrative:
(B)(4). Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Information received by medtronic indicated that the insulin pump received motor error. The customer was assisted with troubleshooting. Customer reports the drive support cap was normal. Customer was able to complete insulin pump rewind. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.